Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) tubing and rotary valve x seal. The cse flossed all connections and calibrated the imt. Quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant, falsely low na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher each repeat. The second repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.